Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they have been having issues with recharging the implanted neurostimulator. Patient stated the recharger will be directly on the implant, not on top of clothing, and the controller will not be able to locate the implant. Patient also stated the controller battery will deplete and need to be charged again even though the stimulator was only 50% charged. Patient stated they also will intermittently experience a burning sensation at the implant/stimulator site for a few seconds. Patient stated the burning will happen at random times and only happened once while charging the stimulator. Patient confirmed they have not had any falls or trauma, and have not been in a hot tub or had any electromagnetic interference. Patient stated they also experience lesions that broke out on them post op that came and left. Patient stated both the charging and burning sensation started around the same time - within 30 days of the implant/around the end of may. Patient stated they have an appointment with their healthcare provider (hcp) and rep in oct to further discuss the burning sensation the patient is experiencing. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information from manufacturer representative (rep), rep instructed the patient on placing the thicker part of the recharger over the implanted device to charge and was able to charge with no issues. It was not burning at that time. Rep demonstrated adjusting the recharge speed and patient was going to adjust that to see if that decreased the burning sensation. Rep also added that the cause of burning sensation was unknown because it was not happening during charging attempt this date.